Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 2.66, and an increased charge time (CT) of 19 seconds. Premature battery depletion was suspected. There were no adverse patient effects reported.